Event description:
It was reported the pump serial started a fast beeping alarm with a remodulin cassette. It was time for cassette to be changed, so switched pump and cassette and started without alarm. Different cassette was put on the pump that was beeping and had no alarm. No lot number was available. It was found the device failed accuracy test, during testing of the device. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was duplicated. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. No alarms/messages displayed on the pump. Replaced expulsor assembly. The cause of the reported problem could not be determined. Product is beyond 11 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR (device history review) was not performed. A service history review identified this device has not been in for service in the previous 5 years and there was no indication of a service issue during the investigation.